Event description:
N/a.

Manufacturer narrative:
Additional information received: the drill used was a medtronic hand drill (the codman hand drill has been in backorder), with an adult bolt and a 5.8mm drill bit. Surgeon technique was according to policy. Date of death: (B)(6) 2024.

Event description:
A facility reported the plastic bolt of a cerelink microsensor (ID (B)(6)) is no longer fitting into the hole created by the drill bit. The drill bill that was used did not create the appropriate sized hole in the patient¿s skull for the bolt to fit. The bolt was too unstable to hold the catheter and therefore the catheter had to be tunneled under the skin. The drill bit used was a codman product. The patient passed away; however, it was confirmed by the customer that the patient's death was not related to the device. The cause of death was documented as "traumatic brian injury".

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h1, h2, h3, h6, h11. The cerelink microsensor (ID 826852) was returned for evaluation. Failure analysis - the issue of the complaint was not confirmed as all measurements made on the returned product were within the specifications: - drill bit (#(B)(4)): 5.8 mm diameter. - skull bolt adult (#(B)(4)): 0.25 inch diameter. - skull bolt pediatric (#(B)(4)): 0.25 inch diameter. Root cause analysis - no formal cause could be determined as the complaint was not confirmed. The possible root cause could be due error during the product utilization. A medical assessment was requested to integra's medical safety department and the following was provided: ¿a causal relationship between the device and the reported event of ¿bolt did not and drill bit did not fit¿ is not related to device as it appears to have been procedurally related. The patient¿s demise was related to traumatic brain injury."